Event description:
The pt stated she started using her new infusion device last week after meeting with a diabetes trainer for a "couple" of weeks. She had trouble changing her first insulin cartridge by herself. While working with the trainer on changing the cartridge, the tubing wasn't placed tightly on the cartridge and insulin spilled into the cartridge compartment. The patient reported that there does not appear to be insulin in the cartridge compartment now. The pt was advised to turn the infusion device upside down and let it set for 24 hours. Upon follow-up, the pt said the device was "working great." The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.